Event description:
It was reported that the customer was hospitalized due to high blood glucose of 796mg/dl, and her blood glucose was treated with an insulin drip. Initially, the customer stated that the insulin pump was not delivering insulin correctly, which caused her blood glucose to rise. Troubleshooting was performed. The customer experienced nausea and vomiting. It was stated that the customer was wearing the insulin pump at time of admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.